Event description:
It was reported that it took too long to upgrade the software on this device. Technical services suspects this was due to noise in the room impacting the programmer's ability to communicate with the device. The software upgrade completed successfully. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
This report is being submitted to update the serial number that was not available at the time the initial report was sent. Boston scientific has discovered that this event was already reported to the FDA in report number 2124215-2023-00060. It was reported that it took too long to upgrade the software on this device. Technical services suspects this was due to noise in the room impacting the programmer's ability to communicate with the device. The software upgrade completed successfully. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event. This report is being submitted to update the serial number that was not available at the time the initial report was sent. Boston scientific has discovered that this event was already reported to the FDA in report number 2124215-2023-00060.